Event description:
Dental office reported filling did not hold after bonding with ibond te. The office also used bite registration material at this appointment. Reference MFR report # 9610902-2013-00111.